Manufacturer narrative:
We have received and evaluated the complaint device. However, we found the device to be working as expected. All of the centering hoops were able to insert into the sheath when the centering hoops were opened and closed multiple times. We did not experience any resistance when closing the hoops into the sheath by pulling the green handle. However, we found that the edge of the sheath was ripped and one of the tails was flared. From our follow-up with the physician, we confirmed that the physician experienced resistance while pulling the green handle to close the hoops into the sheath. As a result, the hoops were noticeably visible when the catheter was pulled out of the patient's vein. Although we could not replicate the issue during our investigation, it is likely that the sheath migrated behind the tails of the centering hoop during usage. As a result, the sheath got caught on the tails of the hoops preventing closure of the centering hoops. This lot is a part of our recall lot. We recalled this lot for a similar issue mentioned above. We have informed the hospital to return all of the devices from this lot and other affected lots on 2/3/2017. However, the incident occurred prior to the notification. Our corrective action includes implementation of the heat shrink onto the tails of the centering hoops. We have not received any complaint related to this issue after implementation of this corrective action. This lot was manufactured prior to this change. Although the blade cut the distal end of the vein, the physician was going to trim the section of the vein anyways. So, there was not impact on the patient's health.

Event description:
During the procedure, while removing the device from the patient's vein, centering hoop did not close completely into the sheath of the catheter when the handle was retracted. As a result, it cut the distal end of the vein.